Manufacturer narrative:
Submit date 04/14/2008. An investigation is currently underway, upon completion the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.

Event description:
It was reported to tyco healthcare/kendall on 03/21/2008 that a customer had a problem with the prefilled heparin syringes. The customer reports home infusion/chemo pt with a mediport. Immediately after unhooking the pt from chemo, the line was flushed with heparin and the pt complained of nausea. The pt did not vomit and did not require any intervention.